Manufacturer narrative:
G5: all manufacturers: PMA/510(k): h020002/s5. The device in questin will not be returned to the manfacturer for further investigation as it was implanted into the patient. An investigation on the lot history review of the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.

Event description:
It was reported to boston scientific (bsc) on 11/05/2006 that a customer had problems during use of a stent. According to the customer: "...the stent (device in question) released ahead of schedule." No patient complications were reported. The procedure was completed with this device.